Manufacturer narrative:
When the detachment was attempted in the aneurysm; the deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/g10684) could not be detached. So it was removed safely. An excelsior sl-10 microcatheter (details unknown) was used. No further information provided. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem could not be determined. The manufacturing records for this lot were reviewed and did not reveal any relevant discrepancies, design, or quality concerns. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: excelsior sl-10 microcatheter (details unknown).

Event description:
When the detachment was attempted in the aneurysm; the deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630/g10684) could not be detached. So it was removed safely. An excelsior sl-10 microcatheter (details unknown) was used. No further information provided.